Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient will undergo an unknown medical procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative.

Event description:
A report was received that the patient will undergo an unknown medical procedure for an unknown reason.